Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction/ additional information. D4: model no - additional information. D4: expiration date - additional information. D4: primary UDI number - additional information. H2 type of follow up - correction/ additional information. H4: device mfg date - additional information. H6 - additional information.

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.